Event description:
PICC inserted at right cephalic vein. It was trimmed. Initially there was 1cm external length immediately after insertion. Tip location confirmed by x-ray. Secured to patient with secure port IV tissue adhesive and tegaderm. On (B)(6) 2024 the PICC had migrated to heart. External length noted to be same as date of insertion (1cm). Tip position verified by x-ray. PICC pulled back/repositioned to patient's svc junction, so it was in a safe position. Additional 1.5 cm pulled out, for a total of 2.5cm external length after intervention. On (B)(6) 2024 the patient's parents withdrew care and patient died. Cause of death: severe hypoxic ischemic encephalopathy (hie).

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was not returned for evaluation. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. Without an evaluation of the device a root cause cannot be determined but is not likely related to manufacturing. Spontaneous catheter migration is a known, documented complication of piccs. The report indicated that the patient's death was not directly related to the catheter tip migration. Cause of death was listed as severe hypoxic ischemic encephalopathy (hie). The instructions for use (IFU) lists malposition/migration as a common complication. Included in the IFU are the following warnings: confirm catheter tip position by x-ray prior to use. Monitor tip placement routinely per institution policy. During all dressing changes, the external length of the catheter should be assessed to determine if catheter migration has occurred. Periodically confirm catheter placement and tip location.